Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump had parts consumption for preventive maintenance. However, no harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e3 (occupation).

Manufacturer narrative:
A getinge field service engineer (fse) states, this partial sale for this work order pertains to the consumption of part reference for preventative maintenance. Product passed all functional and safety tests per manufacturer specifications. Completed maintenance and validation successfully. Product passed all functional and safety tests per manufacturer specifications. Completed validation successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.